Event description:
Healthcare professional reported, left side "patient has textured implants. And capsular contracture, baker grade iii to IV". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: deformation observed. Yellow particles observed, on the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of "capsular contracture, baker grade iii to IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii to IV.

Event description:
Healthcare professional reported left side "patient has textured implants, and capsular contracture, baker grade iii to IV." Device remains implanted.